Manufacturer narrative:
In response to FDA report number: mw5147957, mw5147958. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Patient also reported the following events, which are not device-related: "rheumatoid arthritis", "asthma", "depression", "anxiety", ¿very bad back¿, ¿hip issues", and "neck problems¿. Device remains implanted.